Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range right atrial (ra) pace impedance measurements greater than 3000 ohms. Technical services (ts) was consulted and did not find any episodes in the collection period and current lead measurements were within normal range. No adverse patient effects were reported. This crt-d remains in service.